Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for the reported symptoms. After six days, the patient was transferred to another hospital when their condition did not improve. Treatment information was not reported. Action taken with dianeal therapy was not reported. Twenty two days after onset, the patient was discharged from the hospital and reported to have recovered from the peritonitis event. No additional information is available.